Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Through follow-up communication livanova learned that the clamp is in use at the hospital and that now they have set the clamp to not be linked to the arterial pump and it works as expected. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that during a demonstration, an electrical venous occluder (evo) linked to an arterial pump opened to the set percentage of 65% and then it closed to 0% after 5 seconds. There was no patient involvement.